Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure, the surgeon introduced the fast fix 360 into the meniscus once to deploy t1 implant, he then re introduced the device a second time but t2 implant did not deploy. There was no audible click. Both t's were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed. The suture and both anchors were returned. T1 was out of the deployment channel. T2 was in the t2 position. The depth limiter button was not in the default position. Most of the suture was tucked into the depth gage tubing. The actuator tip was in the t1 position. A functional evaluation was performed. The actuator tip functioned as designed. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Factors that could have contributed to the reported event include issues related to handling or setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed. The suture and both anchors were returned. T1 was out of the deployment channel. T2 was in the t2 position. The depth limiter button was not in the default position. Most of the suture was tucked into the depth gage tubing. The actuator tip was in the t1 position. A functional evaluation was performed. The actuator tip functioned as designed. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Factors that could have contributed to the reported event include issues related to handling or setup of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of device records of the three possible lot numbers reported shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. No containment or corrective actions are recommended at this time.